Manufacturer narrative:
(B)(4). Reference exemption # e2018002. A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The product was requested for return to the manufacturer for laboratory investigation but the product is already scrapped. The product of the related tw complaint # (B)(4) was also discarded. Therefore no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated already was performed and no similar complaints were found. Thus the reported failure could not be confirmed. Thus the reported failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. Based on the information available at this time the cause of this failure was determined to not be attributed to attributed to a device related malfunction. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was stated that the hls module did not perform correctly and was replaced during treatment. No harm to the patient was reported. (B)(4).